Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that prior to obtaining the discordant results on the instrument, the samples were run and were flagged with clot errors, posting a flag instead of a result. Those samples were then repeated on the instrument, and results were discordant. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse removed the liquid level sensor and replaced it due to some water damage. Calibrations and quality controls were run, resulting within range. Service was dispatched again due to the customer obtaining additional clot errors on the instrument. The cse replaced the clot detector, and cleaned and back flushed the dilution washer line due to an overflow in the dilution tray. Quality controls were run, resulting within range. The cause of the discordant, falsely low sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained on four patient samples tested for sodium and chloride on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 2400 instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and chloride results.